Event description:
The surgeon implanted a lens. The lens trailing haptic was torn off upon insertion into the eye. The incision was enlarged to remove the lens, and required a suture to close the wound. No pt injury.